Event description:
Boston scientific received information that this patient has experienced multiple syncopal episodes in the past. No information could be obtained about the cause or nature of the syncope. It was also reported that this device had been explanted, however the reason for removal and exact date of explant was unknown. It is unknown if a replacement device was implanted. No additional adverse patient effects or allegations were reported other than the syncopal episodes.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.